Event description:
It was reported that there were unacceptable thresholds and an apparent insulation breach. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: outer tubing overlay breached cut (explant damage); full lead returned and analyzed.